Manufacturer narrative:
Product analysis: analysis was able to confirm the stylus pen failed. It was noted that the left and right hasp latch on the liquid crystal display (lcd) were broken, left and right lower hinges were worn, and the cooling fan was noisy. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus failed. The programmer was returned for service. No patient complications have been reported as a result of this event.